Manufacturer narrative:
Patient weight not available from the site. Serial and UDI numbers unavailable. Part not returned to manufacturer. Date of manufacture unavailable.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem box was getting the orange "fault" status illuminating. The manufacturer representative (rep) present booted up in recommended fashion and was able to complete the prior case and not in their case. The rep borrowed a neighboring axiem box and was able to complete the case with no issue. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that there were no failures on the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem box was getting the orange "fault" status illuminating. The manufacturer representative (rep) present booted up in recommended fashion and was able to complete the prior case and not in their case. The rep borrowed a neighboring axiem box and was able to complete the case with no issue. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
Correction: date received by MFR should be march 15, 2019. Follow-up report #1 should have an aware date of march 15, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem box was getting the orange "fault" status illuminating. The manufacturer representative (rep) present booted up in recommended fashion and was able to complete the prior case and not in their case. The rep borrowed a neighboring axiem box and was able to complete the case with no issue. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.